Event description:
The customer reported that the systems' x-ray generator would not work. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No further information is available.